Event description:
The pump was returned for investigation. Investigation revealed a damaged battery compartment and battery cap. This report is made based on results of the investigation performed on 04/07/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/07/2015 with the following findings: investigation revealed a battery compartment crack and damaged battery cap threads. The battery cap was able to secure properly to the pump. Unrelated to the battery compartment and battery cap issues, evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(4).